Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Summary of patient death: none. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of pain and occlusion and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the reported suture malposition backwall stitch could not be determined. Based on the information reported through the research article, a conclusive cause for the reported suture malposition backwall stitch could not be determined. Additionally, a definitive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of procedure estimated as (B)(6) 2022. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: ¿endovascular perclose proglide complication puncture site, treated successful by cutting balloon dilatation: a case report and literature review".

Event description:
This case study recorded the results of an endovascular treatment (evt) procedure. The intention of this study was to show that an occlusion can treated via the use of a cutting balloon. The patient had undergone a cardiac surgery procedure and a perclose proglide device was used for closure of the common femoral artery access site. Two weeks later, the patient complaint of pain in the right lower extremity and was hospitalized. Computed tomography, angiogram, and ultrasound were performed with manual compression, which revealed an occlusion caused by a back wall stitch. Six weeks later, an evt procedure was performed via access in the left common femoral artery and a cutting balloon was used to remove the suture and dilate the vessel. After the procedure, the patient made a full recovery. Specific patient information has been documented. Details are listed in the attached article, "endovascular perclose proglide complication puncture site, treated successful by cutting balloon dilatation: a case report and literature review".